Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue .therefore a more specific code could not be selected. H6: health effect clinical code - speech disorder. H6: health effect clinical code - alteration in body temperature.

Event description:
It was reported that /hour glass/no readings/sensor error occurred. It was indicated that the patient used alternate insertion site preparation. The sensor was inserted into the shoulder on (B)(6) 2024. On the same day, it was reported that the patient experienced a sensor error. It was stated that because of the sensor error the patient experienced a hypoglycemic event that required an ambulance to be called. The patient experienced confused speech and motor skills, body temperature fluctuating, difficulty breathing, and dehydration. When a fingerstick was taken the blood glucose reading was 1.9 mmol/l. The patient was treated by the paramedics with glucose from a ¿tube¿. The patient was contacted to clarify the route of the treatment via ¿tube¿, but multiple attempts were unsuccessful. Given the low blood glucose reading and the symptoms the patient experienced, it is highly likely that the glucose treatment was given intravenously. After treatment the blood glucose rose to 20.0 mmol/l, and at the time of the report, which was the same day as the day of the event, the patient was self-treating with insulin and the blood glucose reading had gone down to 17.0 mmol/l. At the time of the report the patient also stated they were stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.